Event description:
The customer reported the cap piercer wash station leaking on top of patient sample tube caps on a unicel dxc 600i synchron access clinical system. The customer stated the leak was contained to the instrument with an approximate volume of < 5ml. The customer replaced the cap piercer 3-way valve, however the cap piercer wash station continued to leak. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the cause of the leak was an obstruction of rubber sample tube caps in the connection fitting on cap piercer drain tube line #180. The fse removed the obstruction from the connection fitting to resolve the issue, no further leaking was observed.